Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results and an unspecified error message on coaguchek xs meter serial number (B)(4). The customer tested on the meter with a result of 3.5 inr. The customer tested again using the same finger and the result was 2.6 inr. Product labeling states that "if you need to redo a test, use a new lancet, a new test strip, and a different finger." The results were not reported to the customer's physician. No changes were made to the customer's warfarin dosage. The customer's therapeutic range is 2 - 3 inr. No adverse event occurred. The customer is in "normal" condition. The customer declined to provide any additional information and wanted the meter replaced. The meter and test strips were requested for investigation. The meter was returned. The test strips were not returned. The returned meter was tested with comparable retention test strips on internal reference meters. Additional measurements were performed with master lot #28632180. Qc 1: 2.5 inr; qc 2: 2.4 inr; qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. The alleged results were not found during a review of the meter memory. Additional discrepant results were identified in the meter memory: on (B)(6) 2005 there is a result of 1.2 inr at 6:43 p.m. And a result of 2.6 inr at 6:48 p.m. On (B)(6) 2005 there is a result of 3.2 inr at 10:43 a.m. And a result of 4.4 inr at 10:48 a.m. On (B)(6) 2014 there is a result of 3.3 inr at 8:15 p.m. And a result of 2.4 inr at 8:18 p.m. Retention test strips (lot 266834-21) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.